Event description:
It was reported that the customer had a low blood glucose of 29 mg/dl and the insulin pump did not threshold suspend. Customer was treated with glucose gel and juice and became unresponsive. He was then treated with a glucagon shot and his blood glucose went up to 78 mg/dl. The insulin pump finally alarmed with low blood glucose at this point, but still did not threshold suspend. Customer experienced another instance of low blood glucose around 46 mg/dl on the date of this report. He was treated with juice and glucose juice. Troubleshooting was performed. The reservoir was showing the same amount of insulin as was on the status screen. Insulin pump was not exposed to magnetic resonance imaging. Customer was advised to speak with healthcare provider regarding low blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.